Manufacturer narrative:
We have now completed our investigation into this complaint. The reported versajet ii footswitch was received at our technical center for evaluation. A visual inspection was performed on the exterior of product where exposed wires were observed at the strain relief. The functional test confirmed the reported issue as a result of the damage. It appeared that this unit had succumbed to expected wear and tear and needed to be replaced. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the foot pedal would not work to prime the hand piece. There was no patient involved.